Event description:
A us dist returned battery pack sn (B)(4) indicating that it would not power up a monitor.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (battery will not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval the battery cell voltages were mis-matched at 4.49v, 4.514, and -0.493v. The cause for the inability to charge in a charger or power on a monitor is the discharged cells. The root cause for the discharged cells was unable to be positively identified. No adverse event resulted from the defective battery pack.